Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there gels on the walls of the tube. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: ¿gel in the walls.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there gels on the walls of the tube. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: ¿gel in the walls.¿

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive result¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2006660. ¿customer then took 2 different tests (cvs at home brand, binex at home brand) and a pcr test and received negative test results.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. All returned photographs were reviewed. The complaint was not confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.